Event description:
It was reported that(1) device was used during a lobectomy. It was reported by the affiliate that the tlc75 instrument did not cut and staple completely. There was no consequences to the pt.